Event description:
The tip of trocar came off and entered the transverse colon without causing an injury. When the trocar was removed all the pieces fell apart. All the pieces were retrieved from the abdomen. The colon was checked for injury, no problem, then another trocar was used.